Event description:
It was reported the pt is feeling intense heat at her ipg site. This does not happen when charging nor when stimulation is on. It is reported that the pain is sudden, and it fades after 10-15 seconds. It is at random times, while the pt is in many different positions, and usually when the pt is not moving. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.